Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer one discrepant sar-cov-2 tma sample. It originally resulted as positive and retested as negative on panther instrument sn: (B)(4). Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic molecular applications specialist (mas) confirmed the initial test was positive (874 rlu), then was stored at room temperature for two days and retested. A new aliquot was obtained and also tested negative. Mas discussed with customer the causes of the discordant results: low target sample, sample mishandling, improper storage, etc. Customer understood and did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.